Event description:
Additional information received reported that the patient had lots of insurance issues. A manufacturer representative was in the process of communicating with a local implanter.

Event description:
It was reported that impedances greater than 4,000 ohms were measured on some bipolar pairs ((B)(4)). Combination 56 showed. Electrode impedance was tested at 3v/450pw. The patient was "in a tornado" two years ago and had not had stimulation turned on since. It was also noted that the patient lost his programmer at that time. It was later reported that the patient was going to have a lead revision and it was still being determined whether the neurostimulator would be replaced at that time as well. The surgeon was awaiting a dictation from the managing pa to assist with insurance approval. X-rays revealed the leads were one level lower than they were at the time of implant. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 7435, serial# (B)(4). Lead: model 389033, lot# j0406512v, implanted: (B)(6) 2004, explanted: unk. Lead: model 389033, lot# j0417606v, implanted: (B)(6) 2004, explanted: unk. Extension: model 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. Extension: model 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk.